Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the power switch has no alarm. Serial number provided does not pull up.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.